Manufacturer narrative:
At 18:08 the first arterial blood sampler is placed in a slot for blood gas analyzing. When placed in the slot the sampler ID is automatically registered via barcode scanning. The sample is run. At 18:20 the second sampler is entered into the slot next to the first sampler. When it is run, it has the same sampler ID as the first sampler. An investigation has confirmed that it is possible to remove a sample in such a way that the barcode reader scans the ID barcode again during removal, as follows: a sample is put in slot 1 and the sample is run. The sample is lifted slightly up and to the right with left hand, while a new sample is placed in slot 2 with the right hand. (Both samples are present in the tray at the same time). The scanning beam hits sample 1, and sample 2 is therefore recorded with patient ID belonging to sample 1.

Event description:
When two arterial blood samples were analyzed, the blood gas analyzer registered the ID for the first sample on both samples